Event description:
On (B)(6) 2018, a patient (pt) called to report a diagnosis of a corneal ulcer in the right eye (od) 4 years ago while wearing acuvue oasys brand contact lenses (cls). The pt presented to an emergency room (ER) where the od was dilated and pt was treated with atropine eye drops. The pt was prescribed vancomycin eye drops, 1 drop every hour, and alternating tobradex, 1 drop every hour until a follow-up visit with the pt¿s eye care provider (ecp). The pt reported that the od is currently resolved with no issues. The pt reported following a 2-week wear schedule and the pt does not sleep in the cls. The pt reported using a multi-purpose brand solution to clean cls. The pt was not able to provide any other details regarding the event. Pt provided the name of the treating hospital but did not have the contact information available at the time of the call. Pt did not provide the contact information of the treating ecp. The pt¿s current ecp was contacted and had no knowledge of this event. A contact number was located for the treating hospital and a call placed to obtain additional information. The treating hospital advised no information was available for the pt. Multiple attempts were made to the pt for the contact information of the treating hospital and ecp. No additional information has been received. The suspect cl is not available for return. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed. Serious reportable event trends are reviewed quarterly in franchise management review meetings.